Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2012 and obtained the following information. The alleged issue began about 2 weeks prior to contacting lfs. The patient reported obtaining blood glucose results of "190 and 200 mg/dl" with the subject meter. The patient manages her diabetes with metformin pills (1000 mg) and glipizide pills (10 mg). The patient continued to take her usual dose of medications; however, based on the alleged results, the patient reportedly took less food. About 2-3 days after, the patient claims she felt symptoms of sweating, anxious, dizzy, light headed and headache which she associated with low blood glucose. The patient took glucose tablets as treatment and felt better shortly after. The patient denied testing her blood glucose at the time of her reported symptoms. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (2/22/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.